Manufacturer narrative:
The event was solely attributed to use error and there was no device malfunction to warrant investigation of the device. The device labeling and training materials were reviewed and there were no deficiencies identified. The customer was retrained on proper use of the device and there have been no further issues. Accidental laser burn of the macula is a known risk of the procedure and is described in: stanga pe, muqit mm, marcellino gr. Microstructural changes following inadvertent multi-spot laser photocoagulation of the fovea. Graefes arch clin exp ophthalmol 2012;250(6):945-7. (B)(4).

Event description:
On (B)(6) 2016, a patient underwent retinal coagulation treatment using the navilas laser system. The patient had no light perception preoperatively; it should be noted that the treatment was not being performed in order to improve vision, but rather to manage the risk of neovascular glaucoma to avoid pain. During the procedure the physician inadvertently activated the foot pedal when shifting the base to the left when the pattern was near the macula. As a result, the laser treatment was delivered to the macula rather than to the desired location on the retina. Although the event did not result in visual impairment (noting the preoperative visual acuity), the event resulted in permanent damage to the macula.